Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort. The implantable pulse generator (ipg) was interrogated and it showed ventricular high rates (vhrs). When the vhrs were being investigated, an invalid data message was displayed and data trends were not viewable. The lead remains in use. No further patient complications have been reported as a result of this event.